Event description:
New information reported that that lead was explanted and replaced on an unknown date. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing muscle stimulation. Low atrial lead impedance had resulted in an automated mode switch. Noise was also noted. Device reprogramming was performed. The patient presented again on (B)(6) 2015 with continued muscle stimulation. Lead damage was suspected. The lead was programmed off.